Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 18090805, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient underwent a lead replacement procedure for an unknown reason. The patient was doing well postoperatively.